Manufacturer narrative:
The reported field event of advisory device explant at elective replacement indicator (eri) was confirmed in the lab. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented for explant of the implantable cardioverter defibrillator (ICD) subject to advisory. The device was explanted and replaced due to normal battery depletion. The patient was discharged in stable condition.